Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customers blood glucose level was 306 mg/dl. The customer declined further assistance from tandem technical support regarding the issue; customer continued to use original cartridge for insulin therapy.